Manufacturer narrative:
H3 other text : device not accessible for evaluation.

Event description:
It was reported that there was oil on the floor beneath the stretcher. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.